Manufacturer narrative:
(B)(4). Date sent: 5/13/2025. Additional information was requested and the following was obtained: is there an autopsy report available? Not clear. Is the surgeon interested in speaking with ethicon medical and engineering staff? Not clear. Was there blood in pericardium post mortem exam? Yes. How much blood was in the left hemothorax on post mortem exam? N/a was there any evidence of any blooding in the 1mm hole in the aorta during the post mortem exam? By a death autopsy, the whole was confirmed. Where there any other instruments used in the area? N/a does the surgeon believe there is a design or manufacturing deficiency with the device that would of caused or contributed to the damage on the aorta? The thought is that if there was external damage, it would likely be due to a staple. If so please provide details. Are any videos from the procedure available? Yes, are there any pictures from the post mortem of the hole? Not clear. Is a copy of the autopsy available? Not clear yet.

Manufacturer narrative:
(B)(4). Date sent: 4/17/2025. D4: batch # unk. D4: UDI: as the lot number for the device involved in the event was not provided, the full UDI is currently not available. D4: UDI: the expiration date is currently not available. Therefore, the full UDI is currently not available. An analysis of the product could not be performed since a physical sample was not received for evaluation. An evaluation of the manufacturing record could not be performed as the required product identification number was not provided to complete the evaluation. Additional information was requested and the following was obtained: the primary disease is lung cancer. Where was the staple line finally created? It seems that partial resection of s3 was performed. The surgeon said that there were no problems such as malformation of the staples or bleeding at the area where the partial resection was performed. It seems that the stapler made a hole on the outside of the aorta, but a direct causal relationship has not been proven, as a result of the autopsy, there were two holes which about 1 mm in size on the right side of the aorta cardiac tamponade made by the blood pooled between the pericardium and the heart, and the pressure was applied to the pericardium. It was asserted from the way the hole was created that it was caused by damage from the outside of the blood vessel. (Safety management described it as "abrasion".) It is highly possible that some kind of damage was inflicted after the surgery, and it is speculated that the only thing that could have caused the damage was the metal stapler (metal). The hole opened in the weak strength part of the pericardium (=on the left side), leading to left hemothorax. In addition, according to the pathological opinion, the evidence that the hole which about 1 mm in size on the right side of the aorta was caused by an external damage is that the adventitia of the blood vessel was torn, the hole was large, and the hole became smaller as it approached the intima, so it is thinking that it is highly possible the damage was inflicted from the outside of the aorta. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
It was reported that, during a thoracoscopic right upper partial pneumonectomy, there were no problems during the operation on (B)(6) 2024, but the patient died two days after the operation (B)(6) 2024. The device was used 4-5 firings on right upper lobe of lung. The cause of death was cardiac arrest due to cardiac tamponade on left hemothorax. The results of pathological autopsy on (B)(6) 2025, there was a 1mm hole on the outside of the aorta. No device will be returning. No further information is available. Affiliate reference number: (B)(4).